Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a total gastrectomy procedure on (B)(6) 2011 and suture was used. On (B)(6) 2011, the patient experienced surgical wound site purulent discharge. On (B)(6) 2011, the site had a positive wound culture and was treated with a wound dressing and antibiotics. The event resolved on (B)(6) 2011.